Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during follow-up with episodes of post-paced t-wave oversensing. Oversensing was noted on a real-time egm. Programming changes were made. Dft and further actions will be discussed with the physician.

Event description:
New information received indicates that the device explanted due to normal eri.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench as well as using automated test equipment and no anomalies were found.